Event description:
The customer returned product for motor makes noise, during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: one device was received for evaluation. Service history of this device shows that the device has not been in for service in the past 12 months. Visual inspection found a delaminated downstream occlusion (dso) seal. Additionally, investigation found a continuous alarm 41628 with a red screen. The dso seal will be replaced.